Manufacturer narrative:
The pump was received with a broken off and missing end cap. Unable to verify the loose drive support cap due to the missing end cap. The pump was received with physical damage to the electronic assembly. Unable to perform the displacement test due physical damage on the pump. The pump was received with minor scratches on the lcd window, keypad overlay texture damage, a cracked case at the display window corners, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer's mother reported via phone call that the device was broken due to dirt bike accident. Customer's blood glucose was unknown. No issues with diabetes relating to the dirt bike accident. Bottom of the device was gone. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.